Manufacturer narrative:
The reported events of insulation damage and noise were confirmed. As received, a complete lead was returned in one piece. Visual examination found one external insulation abrasion breaching the outer insulation and exposing the outer coil caused by friction to the device can at the proximal region. The cause of the reported events was isolated to the exposure of the outer coil in the abrasion zone.

Event description:
It was reported that, noise resulting in oversensing causing pacing inhibition was reported on the right ventricular (rv) lead. X-ray imaging was performed; no anomalies were noted. The rv lead was explanted and replaced to resolve this event. After the rv lead was explanted, insulation damage was visually noted on the rv lead. The patient was stable.